Manufacturer narrative:
The glidescope core 15" monitor was returned to verathon for evaluation along with a glidescope core quickconnect cable and a glidescope bflex 3.8 single-use bronchoscope. A verathon technical service representative evaluated the returned glidescope core 15" monitor but was unable to reproduce the reported issues. No issues were found; the device functioned as intended. The verathon technical service representative also evaluated the returned glidescope core quickconnect cable but was unable to reproduce the reported issues either. No issues were found; the device functioned as intended. The returned glidescope bflex 3.8 single-use bronchoscope has not been evaluated at the time of this report. A supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available. The glidescope core 15" monitor and the glidescope core quickconnect cable were returned to the customer on the completion of the evaluation. No corrective action is required at this time. Verathon will continue to monitor for trends.

Event description:
The customer reported that during a patient procedure, using a glidescope core 15" monitor, the image would have white lines before the screen would go black. The customer was not able to provide the exact date of occurrence stating only that it occurred "within the last couple of months." No delay in the procedure, use of a backup device, or harm to the patient or user was reported.